Event description:
The power supply/transformer/connection is poorly made, prongs broke off in the wall and the pump does not do flush intervals even when programmed.we met with the representatives from covidien about the issues with power transformers on the kangaroo e-pump. There have been 3 version of the transformer. The units were produced by kendal at that time. The version we currently have came with the pumps last year when they were purchased. From spring to the end of last year there were 165 work orders on the 179 pumps. Of those 165, 54 were related to the transformers. Covidien is telling us that the switch to the latest version is not related to safety or quality. We have sent transformers in to covidien for warranty replacement and even placed orders for replacements, but have received very slow response in filling the orders. They admit that their stock is on back order. So we find it interesting that they would make a switch on their own but not have the foresight to maintain proper stock in the interim. We currently have 30 pumps on the shelf that cannot be used because there are no transformers.